Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen/bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 265mg/dl. The customer's expected fasting blood glucose test result range is 105 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom or kitchen. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is 1/6/17. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading high. Customer states l when the meter read 265mg/dl he took his metformin and began to feel hypoglycemic symptoms and had to take glucose tablets.